Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was discoloration of bending section bond, switch and scope cover damage, detachment of angle knob adhesive, loosening of cleaning tube fitting and forceps channel failure. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope jet channel/ auxiliary flush connection was defective. Upon inspection and testing of the returned device, it was discovered, the forceps channel was defective and there was a gap between tip bonding. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a defective forceps channel and a gap between tip bonding found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report was submitted for the gap between tip bonding only. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was a gap in the adhesive at the tip, but the cause could not be specified. Olympus will continue to monitor field performance for this device.